Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had critical pump error. The customer¿s blood glucose level was 208 mg/dl at the time of the incident. Customer reported that they received a critical pump error image on the pump screen. The insulin pump will not be returned for analysis.